Manufacturer narrative:
The closed-loop stimulator (cls) was returned to saluda for analysis. The cls failed functional testing. The failures observed are consistent with damage caused by electrocautery. Evoke scs system surgical guide EU clin-uman-002425 states that patients implanted with the evoke system should not be subjected to electrosurgical techniques, such as electrocautery, in close proximity to the evoke system components. A review of production records was performed, and the product met all requirements for release. The reported event is concluded to be caused by the exposure to electrocautery during the lead revision procedure.

Event description:
On (B)(6) 2023, a revision procedure on an evoke 12c percutaneous lead ¿ 90cm was performed to reposition the lead for better bilateral coverage. The original lead was repositioned. Intra-operative impedances were checked prior to closing and all contacts read within normal limits. Following the procedure, impedance checks were performed during patient recovery and in the days following resulting in the patient reporting sharp sensations, buzzing sensations, and cramping sensations. Contacts 13, 14 and 17 appeared disconnected during impedance checks. The system was left off during impedance checks and programming. It was suspected that the patient response could be due to fluid and/or inflammation in the area post operation. During a discussion with the implanting physicians, it was discovered that monopolar electrocautery was used during the procedure, potentially causing lead damage. On (B)(6) 2023, the evoke spinal cord stimulator system was replaced. The patient status was reported to be okay, and the replacement is working as intended.